Manufacturer narrative:
(B)(4): the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a left shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery on an unknown day for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.